Event description:
An issue was reported where the customer's pump malfunctioned, entering a suspended mode overnight, which posed a risk to their health and safety due to halted insulin delivery. There was no reported impact to the customer's blood glucose level. The customer opted out of troubleshooting and requested documentation of the incident for insurance purposes.